Manufacturer narrative:
Product ID: 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3777-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).

Event description:
It was further reported that the cause of the event was the fall. The physician confirmed that the lead did migrate/dislodge. An explant of the percutaneous leads was done on (B)(6) 2011. A paddle lead was placed. The patient was hospitalized for the surgery. The patient's current status was not provided.

Event description:
It was reported that in 2010, the patient fell and the leads pulled out. It was noted that the patient¿s doctor performed two surgeries to revise the leads. Additional information has been requested but was not available as of the date of this report.